Event description:
A distributor of infutronix received a complaint from a patient, reporting: a leak in their tubing "right at the filter". The patient was very specific that it was on the pump side of a 0.2 micron filter and was at the very first larger connector part. The patient describes this area as having 3 connector sizes as it steps up to the filter and said it was at the very first one where it was leaking. Patient's therapy was interrupted and the pump was powered down since there was a breach in the tubing. Patient instructed to reach out to doctor. Patient returned to clinic to have the IV set replaced. Patient's therapy was completed without issue. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.